Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, while advancing a pod8 through a lantern delivery microcatheter (lantern), the pod8 unintentionally detached within the lantern. Therefore, the physician removed the lantern containing the detached coil, removed the coil out and reinserted the lantern into the patient's body. The procedure was completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 07/01/2019: section b. Box 1. Adverse event and/or product problem. Section b. Box 2. Outcomes attributed to adverse event. Section b. Box 5. Describe event or problem. Section d. Box 10. Device available for evaluation? Section h. Box 1. Type of reportable event. Section h. Box 3. Device evaluated by manufacturer? Section h. Box 3. Device returned to manufacturer? Section h. Box 3. Reason for non-evaluation. Section h. Box 3. ''Other'' reason for non-evaluation. Section h. Box 6. Method codes 1-2. Section h. Box 6. Results code 1-4. Section h. Box 6. Conclusions code 1. Results: the proximal constraint sphere was intact on the proximal end of the embolization coil. Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned pod8 confirmed the embolization coil was detached. Evaluation revealed the proximal constraint sphere was intact with the embolization coil and offset coil winds were present. Embolization coil detachment typically occurs due to forceful retraction against resistance. The pod8 pusher assembly and the lantern identified in the complaint were not returned for evaluation; therefore, the root cause of the unintentional detachment could not be determined. If the pusher assembly is manipulated against resistance, offset coil winds may result. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod8s. During the procedure, a pod8 unintentionally detached within a lantern delivery microcatheter (lantern). It was reported that the physician used a snare device to remove the detached pod8 from the patient. The procedure was then completed using a new pod8 and the same lantern. There was no report of an adverse effect to the patient. No further details were provided.